Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted impact due to unknown product performance issue. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the allegation against the device cannot be confirmed. Laboratory observations and field report noted that hipot testing passed with no abnormalities then the lead and tip appear to be intact and undamaged.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted impact due to unknown product performance issue. The lead was never in service. No adverse patient effects reported.